Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited an abnormal drop in battery voltage and battery status. The 90 day automatic capacitor reform was performed hours before the follow-up test. Both battery voltage and battery status should recover. The device will be checked again in three months.